Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had lost of effective therapy. An x-ray confirmed a lead migration. It was also reported that the patient had battery site pain due to weight loss. Surgical intervention took place were the ipg and leads were explanted and replaced to address the issue. The other lead was electively replaced. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.